Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device changeout on (B)(6) 2021. Prior to the procedure, it was noted that right ventricular lead exhibited high capture threshold. The lead was capped and replaced. The patient was discharged in stable condition.